Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after recent dinner and temporary pump removal for an MRI, with fingerstick/cgm glucose reported at 255 mg/dl decreasing to 220 mg/dl over time, and no alarms or alerts were noted. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization.

Manufacturer narrative:
Investigation included collection of event details and device use context through user interview. Investigation of this case revealed glucose elevation temporally associated with meal intake and an interruption of insulin delivery during imaging, with subsequent improvement after resumption of therapy. It was concluded that the event was consistent with hyperglycemia with an unclear precise cause, though contributing factors included recent meal and prior pump removal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.